Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 zip four: 1219 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that infusion set cannula was bent which led to hyperglycemia on (B)(6) 2026. The infusion set was in use for two days. The blood glucose level was 419 mg/dl, and it was treated with manual injection.